Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The customer received and ran the mac controls and were in range. They calibrated a new lot and all qc was in range. The most probable cause of the reported event due to quality controls.

Event description:
On (B)(6) 2015, a customer reported that the progesterone levels were out high on (B)(4) with the aia-360 analyzer. The customer already performed the analyzer maintenance, changed out the fluids, and reran fresh quality control (qc) but the level 1 continued to be high. Technical support sent mac controls for the customer. There was no indication of patient intervention or adverse health consequences due to the delay in reporting of patient results.